Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Unit received with minor scratched lcd window, cracked lcd window and cracked case at the display window corner. Unit passed the idle current measurement test, run current measurement test, self test, off no power test, a21 error test, displacement test, basic occlusion test, occlusion test, prime/a33 test and rewind test. However, unexpected no delivery alarm during excessive no delivery test due to faulty fsr (gold). Unit received with normal operating currents. No unexpected low battery alarm and battery power loss noted. The test minilink transmitter with the glucose sensor simulator and the test bg meter communicates properly to the pump. No battery issues noted. No sensor errors and calibration issue noted during the testing.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. Customer reported cracks in pump casing and screen was scratched, diminished battery life and rejects brand name batteries, sensor errors and will not calibrate. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device was not expected to be returned for analysis.